Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was tube extenders with molding defects that could be used. The following information was provided by the initial reporter: translated to english. The customer stated: 'when using the tubing the tube, it was found that the tube was deformed."